Manufacturer narrative:
At this time, the lead has been returned but device evaluation is not yet complete. This record will be updated upon completion of evaluation or if additional information becomes available.

Event description:
It was reported that pacing impedances and thresholds on this right atrial (ra) lead were found to be high out of range. A revision procedure was undertaken. This ra lead broke apart during explant. A new ra lead was successfully placed. The patient's pulse generator remains in service with the new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the terminal segment of this lead was returned. The segment was approximately 10.3 centimeters in length. This lead was confirmed to be fractured at the distal end of the returned segment. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This report is being filed as the lead has been returned and device evaluation has been completed.